Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 that on (B)(6) 2016, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
A transmitter (part number stt-rf-001/serial number (B)(4)/lot number 5214590) was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter has no voltage. The reported event of a loss of connection could not be confirmed because the returned product is not the alleged device. A root cause could not be determined.